Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt2068 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that prior to insertion, the gray lumen on the catheter cracked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a connector crack is confirmed to be manufacturing related. One 5fr powerpicc solo with the t-lock assembly was returned for investigation. Gross observation revealed no apparent use residue on the outer surface of the device. The catheter length measured to be 56.5 cm from the distal end of the bifurcation hub. Microscopic visual observation of the luer connectors revealed a cracked segment of the grey hub. A fracture line appears to have propagated downwards from the broken segment of the grey hub. The fracture is also visible from within the grey connector hub. A non-complainant 12 ml syringe was attached to the hub. The cracked was observed to expand. The hub was flushed with water and a spraying leak was observed from the fractured area of the hub. As a break and a crack were observed on the grey hub, the complaint is confirmed. The evaluation of the sample received, which, showed a break in the gray molding valve; these may be caused by the incorrect molding process, leading to valve breakage of the device. Due to this, the complaint is manufacturing related. A lot history review (lhr) of rebt2068 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that prior to insertion, the gray lumen on the catheter cracked.